Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of event is unknown day in (B)(6) 2012, this was when pain and swelling began. Implant date is reported as unknown day in (B)(6) 2007.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: in 2003, patient was treated with a distal radius fixation in (B)(6). In (B)(6) 2007, a malunion was discovered. Patient returned to the operating room in (B)(6) 2007, and was revised with norian and dorsal plate. In (B)(6) 2012, patient felt pain and had swollen tissue on dorsal distal radius. X-rays and CT scan show loosening of norian from dorsal part of wedge osteotomy. Pieces of norian were found in the soft tissue and a loose piece of norian was found in the gap. This is 1 of 1 reports for this event.